Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that the osteoraptor 2.9 suture anchor was used to correct the bankart lesion, the corresponding cannulas and drill bit indicated by technique were used. The first two anchors were positioned properly. At the moment of placing the third anchor, the entrance site was in a position that represented greater difficulty. The cannula with the punch indicated for the implant was placed, it was drilled normally, the implant was placed and impacted, and was properly held in the bone tissue. Later, the suture threads were passed through the tissue, and then, the body of the anchor yielded in the knotted, it was noticed in the arthroscopy monitor that it had left its site of insertion. The ultrabraid suture threads were removed, which contain the anchor, and it was removed with the help of a forcep. The doctor requested for a fourth anchor of the same characteristics in order to replace the one that failed, but there was not more units of the same reference. The doctor was advised of the possibility to use other anchor of 2.3mm diameter, but he rejected the option, and the procedure was concluded.